Event description:
The lay reporter contacted lfs alleging inaccurate high readings on his wife's one touch ultra 2 meter. The reporter mentioned that in 2009 around 5:00pm, the patient tested her blood glucose and obtained a 20.7 mmol/l (372 mg/dl). The patient did not exhibit any symptoms or seek any medical attention due to the reported issue. Due to the elevated reading, the patient took insulin (fast acting insulin). Approximately an hour later, she developed symptoms of feeling dizzy and lightheaded. She then ate some biscuits and a sugary drink. The patient was not tested on another device and did not seek any further medical attention. The technique of applying blood on the test strip was correct. While troubleshooting, it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The patient's products were replaced. The complaint is being reported since the patient reported that she took insulin based on the meter results, developed hypoglycemic symptoms, and self-treated with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.